Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (batch no: c76480-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("lower back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal infection ("infection (bladder/ urinary tract/vaginal) : vaginal infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) : urinary tract infection"), cystitis ("infection (bladder/ urinary tract/vaginal) : bladder infection"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes : bladder disorder"), urinary tract disorder ("bladder or urinary problems or changes : urinary tract disorder"), headache ("migraines / headaches : headaches"), migraine ("migraines / headaches : migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, cystitis, depression, bladder disorder, urinary tract disorder, headache, dyspareunia, weight decreased and back pain outcome was unknown and the genital haemorrhage, migraine, nausea, dysmenorrhoea, vaginal discharge and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: removal details : on (B)(6) 2015, on (B)(6) 2016, bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 30-jan-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (batch no. C76480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("lower back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal infection ("infection (bladder/ urinary tract/vaginal) : vaginal infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) : urinary tract infection"), cystitis ("infection (bladder/ urinary tract/vaginal) : bladder infection"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes : bladder disorder"), urinary tract disorder ("bladder or urinary problems or changes : urinary tract disorder"), headache ("migraines / headaches : headaches"), migraine ("migraines / headaches : migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, cystitis, depression, bladder disorder, urinary tract disorder, headache, dyspareunia, weight decreased and back pain outcome was unknown and the genital haemorrhage, migraine, nausea, dysmenorrhoea, vaginal discharge and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: removal details : (B)(6) 2015, (B)(6) 2016, bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, most recent follow-up information incorporated above includes: on 21-jan-2019: plaintiff fact sheet and medical records received: reporter information updated. Patient detail updated. Product information updated. Lot number added. Medical history added. Hormonal changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) : vaginal infection, infection (bladder/ urinary tract/vaginal) : urinary tract infection, infection (bladder/ urinary tract/vaginal) : bladder infection, psychological or psychiatric problems condition: depression, bladder or urinary problems or changes : bladder disorder, bladder or urinary problems or changes : urinary tract disorder, migraines / headaches : headaches, migraines / headaches : migraines, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight loss, lower back pain , abdominal pain and device monitoring procedure not performed were added. Outcome of event heavy abnormal bleeding was updated from unknown to recovering / resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.